Manufacturer narrative:
Upon receipt in our post market quality assurance laboratory, visual inspection confirmed the clinical observation of a loose header. Evidence indicates that the loose header was caused by external stress during the explant procedure.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was explanted due to normal battery depletion. It was noted that the patient had a lot of scar tissue. The physician used the device header to wiggle the device and loosened the header. It was reported the physician used a lot of force to remove the device. The device was successfully explanted. No adverse patient effects were reported.